Event description:
Health professional reported explant of a band due to pouch dilation.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Pouch dilation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Analysis noted the access port had non-penetrating nicks with striations described as surgical tool scratch-like. The band tubing was broken with striations consistent with a surgical end cut to remove the device. The buckle was broken with striations consistent with surgical damage. Device labeling addresses the reported event of pouch dilatation as follows: "frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Band slippage and/or pouch dilatation can occur."